Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 427mg/dl which treated with insulin pump. Customer¿s husband mentions that he keeps getting stuck in rewind prime. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime or compromised force sensor system alarm and excessive no delivery test. Device was monitored and no rewind anomaly during testing. No cosmetic damage noted.